Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for free triiodothyronine (ft3), free thyroxine (ft4), and thyrotropin (tsh) on a e module analyzer. The customer stated that the results from the e module analyzer did not match the patient's clinical condition. This medwatch will cover ft3. Please refer to the medwatch with patient identifier pt-(B)(4) for information related to ft4 and refer to the medwatch with patient identifier pt-(B)(4) for information related to tsh. The sample was initially tested at the customer site on the e module analyzer on (B)(6) 2016. The sample was provided for investigation where it was tested on a modular-pe analyzer and an e411 analyzer on (B)(6) 2016. Refer to the attachment for the sample result data. The patient was not adversely affected. The serial number of the e module analyzer used at the customer site was asked for, but not provided. The modular-pe analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 124419, with an expiration date of december 2016 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 124419, with an expiration date of december 2016 was used on this analyzer. The same serial number was provided for the modular-pe and e411 analyzers used for investigation. A confirmation of the correct serial numbers has been requested. A specific root cause could not be determined based on the provided information. There was not enough remaining sample volume available for further investigations. For the observed differences in ft3 and ft4 values between the e module analyzer and the cobas e 411 analyzer, a biological component may be present in the sample that may interact differently with the assay components during the prewash procedure. The pre-wash procedure is in use with the large type of analyzers such as the e module analyzer. This may result in discrepant results generated with the large type of analyzers versus the smaller type of analyzers such as the e411 analyzer, which does not use the prewash procedure.

Manufacturer narrative:
The serial number of the modular-pe analyzer used for investigation has been confirmed to be serial number (B)(4).

Manufacturer narrative:
The new patient sample was provided for investigation. Investigations determined that the sample contains an interferent to the streptavidin used in the ft3 and ft4 reagents. This limitation is covered in product labeling.

Manufacturer narrative:
The customer reported additional erroneous ft3, ft4, and tsh results for a new sample collected from the same patient. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. On (B)(6) 2016, a new sample collected from the patient resulted as 1.480 uiu/ml for tsh, 7.15 pg/ml for ft3, and 2.27 ng/dl for ft4 when tested on the customer's e602 analyzer. The sample was provided for investigations, where it was tested on a cobas 6000 analyzer, resulting as 1.48 iu/ml for tsh, 5.19 pg/ml for ft3, and 1.77 ng/dl for ft4. The sample was also repeated on the cobas 6000 analyzer used for investigations, resulting as 5.17 pg/ml for ft3 and 1.81 ng/dl for ft4. The patient was not adversely affected. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. A serial number of (B)(4) was provided for the customer's associated cobas 8000 core unit. The cobas 6000 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 152267, with an expiration date of may 2017.